Event description:
It was reported that the device was producing straight shots.

Manufacturer narrative:
The subject product was evaluated and found to have a broken component that prevents us from functionally testing the product. As a result, we are unable to duplicate the reported problem.